Manufacturer narrative:
Reliability analysis inspected two opened reservoirs and performed testing. Two reservoirs failed inspection as the transfer guard needle was occluded. The remaining reservoirs were tested using a new lab transfer guard needle, and the reservoirs passed inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reports that while attempting to prime, the bottom part of reservoir came out. Customer states he lost two reservoirs. Customer's blood glucose was 130 mg/dl. No further information provided.